Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 12 complaints related to a leakage of biohazard not contained within the instrument. Date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 651165, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a worn v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The customer had initially submitted a complaint that their instrument was dripping fluid after sample measurement. The tsr (technical service representative) responding to this complaint gave the customer instructions on how to identify and resolve the issue. They recommended running facsclean through the sit and checking the v8 pinch valve tubing for blockages. The customer was able to identify the issue and perform the repair themselves, and the instrument was reported to be functioning as expected with no further leaks. No parts were requested for evaluation as there was no parts replaced. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Case comments: [phenomenon] 2-3 drops of liquid will drip from sit after sample measurement. [Correspondence] the user implements the following method. Method 1 run clean from sit. Method 2 check the tube that is bitten by the pinch valve. [Result] the phenomenon has been improved. The user uses it normally. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Tfs ID: (B)(4). ID: (B)(4). Regstatus: ivd; (B)(4). Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reglink (tfs ID): (B)(4) sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit. Reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 pinch valve tubing. The tsr responding to this complaint confirmed the issue with the customer and gave them instructions on resolving the issue by cleaning the sit and checking the pinch valve tubing. The customer was able to identify the issue and perform the repair themselves. After the repair, the customer reported that the instrument was functioning as expected with no further leaks. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside the instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: after measuring the sample, removing the tube will cause dripping. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside the instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after measuring the sample, removing the tube will cause dripping. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.